Manufacturer narrative:
Additional information: section d.7 advanced bionics considers the investigation into this reportable event as closed. The recipient's medical issues reportedly resolved. Additional treatment details will not be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing discomfort with device use. The recipient is presenting with redness, scabbiness, bleeding, and a small excoriated lesion. The recipient was prescribed antistaphylococcal antibiotic with mupirocin ointment